Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced defective/damaged tubing which was noted after use. The following information was provided by the initial reporter: after inserting nexiva into a patient, drug leakage was found.

Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge nexiva single port unit from lot 9350325 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found. Our quality engineer visually inspected the returned unit and observed cut in the extension tubing. The unit was then tested for leakage and small bubbles were observed coming from the area of the cut. Based off the visual inspection and testing the engineer was able to verify the reported defect. This was determined to have been a manufacturing defect that occurred due to a misalignment in the manufacturing station. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all operators of this manufacturing station to raise awareness of this issue and prevent recurrence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced defective/damaged tubing which was noted after use. The following information was provided by the initial reporter: after inserting nexiva into a patient, drug leakage was found.